Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was to get MRI information. The caller stated that the "the electrodes were removed from their device". When technical services specialist (tss) asked for more information the caller indicated that the patient claimed they could not get the leads low enough (the caller could not provide clarification about what that meant). The patient claimed that the device did not work and they left the ins implanted in case something changes for the patient. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. *see pe (B)(4) for lead migration.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-oct-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 07-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.